Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings:investigation revealed that the display was dim, faded, and discolored. Unrelated to the complaint, investigation revealed that the grip bumpers were cracked/peeling. The bumpers have no effect on insulin delivery function.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue, the text was allegedly dim or faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).